Event description:
The customer reported to vyaire medical that the vela ventilator has circuit disconnect issue. Engineer has to increase the base flow setting to 12 to get the circuit disconnect alarm work. There was no information of patient harm reported from this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.